Event description:
It was reported that patient presented to the clinic after receiving inappropriate atp therapy for atrial fibrillation with rapid ventricular response. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.